Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support. The impella was placed without complication, however, the placement low alarm was intermittently alarming. The impella was repositioned several times under echocardiogram. Impella placement looked optimal but was showing lower than normal diastolic aortic pressures. Several amps of bicarbanite administered. It was noted that the patient was more stable than before the impella cp implant, however the patient's prognosis was still poor. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.